Event description:
It was reported that the user contacted support for assistance with a supply and 23-inch infusion site change, was guided through reconnection steps, and successfully resumed insulin delivery; the user also reported difficulty with the adhesive for the cannula and anchors and received education to change tubing every two days and to treat hypoglycemia before announcing a meal. Symptoms included hyperglycemia with a reported blood glucose of 180 mg/dl that remained stable. Outcomes included user education and restored insulin delivery without alarms. Investigation included remote troubleshooting and education. Investigation of this case revealed no device alarms or confirmed device malfunction, and issues were attributed to infusion set handling and adhesion challenges. It was concluded, based on similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.